Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified the threaded tip of the device is fractured with only 1 fragment returned. There are light scratches present across the device. No other damage was noted during visual evaluation. This device has an approximate field age of 9.5 years. Review of the device history record identified no deviations or anomalies during manufacturing. Visual examination of the returned product identified the threaded tip of the device is fractured with only 1 fragment returned. There are light scratches present across the device. No other damage was noted during visual evaluation. This device has an approximate field age of 9.5 years. Review of the device history record identified no deviations or anomalies during manufacturing. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign ¿ japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the tip of the threaded shaft broke off. There was about a 10-minute delay to remove the broken parts. Some fragments were recovered, but one fragment remained in the body, which was about 1 mm thick and crescent shaped. Attempts have been made and no further information has been provided.